Event description:
It was reported that the patient may have syncope and the device had recorded 3 patient activated events, and 3 asystolic events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded 32 asystole episodes and appears to be undersensing.